Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two months ago from date manufacturer was made aware.

Event description:
It was reported that the patient had difficulty charging the ipg and was having frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return as it was retained.